Event description:
During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical dept with a report of n187 (negative distal occlusion delivery). No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. A n187 (negative distal occlusion delivery) error code was not duplicated during testing or noted in the device history. This report represents all the info known by the rptr upon query by hospira personnel.